Event description:
The implant card was received and confirmed the generator replacement on (B)(6) 2013. Reason was marked as battery depletion with near end of service checked.

Event description:
Clinic notes were received for the patient¿s generator replacement surgery. In the notes dated (B)(6) 2013, it was reported that the patient¿s mother reported ¿worse seizures¿ with worse gait and frequent falls. The seizures ¿remained¿ at approximately 5-10 per day consisting of usually drop attacks. The intensified-follow-up indicator was on the generator as ¿yes¿ (ifi=yes) which the notes indicated was ¿probably the reason for increased seizures.¿ however, the model 103 generator is designed to continue to deliver the intended therapy at ifi=yes condition. The patient was referred for generator replacement as a result. The company representative followed-up with the neurologist who indicated that he is aware that the generator should be working but because the patient lives far away, he referred the patient for generator replacement soon. Diagnostics on (B)(6) 2013, were within normal limits. No additional information was provided by the treating physician. The patient had generator replacement on (B)(6) 2013. Follow-up on product return disposition is in progress, but the product has not been received by the manufacturer to date.

Event description:
The company representative reported that the explant facility does not return explanted products and discards the explants after surgery. Therefore, the explanted generator is not available for return for analysis.

Manufacturer narrative:
.